Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary catheter balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, once the procedure was completed, the device was being removed and the catheter broke in half. The physician removed the endoscope and the proximal end of the catheter out of the patient. Then the endoscope was reinserted and a snare was used to retrieve the distal end of the catheter. It was reported that the balloon was deflated and a syringe was used to remove the excess air. The procedure was completed with this maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the complaint device found the shaft of the device to be broken proximal to its distal tip. The shaft of the device was noted to have a series of dents, kinks and flat spots along its entire length. The investigation results are consistent with the event description. The reported defect of catheter broken was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a maxforce biliary catheter balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) in the common bile duct (cbd) performed on (B)(6), 2011. According to the complaint, once the procedure was completed, the device was being removed and the catheter broke in half. The physician removed the endoscope and the proximal end of the catheter out of the patient. Then the endoscope was reinserted and a snare was used to retrieve the distal end of the catheter. It was reported that the balloon was deflated and a syringe was used to remove the excess air. The procedure was completed with this maxforce balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.